Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6fr sheath after an infrainguinal interventional procedure. Reportedly, when advancing the sheath splitter to split the sheath of the starclose se device resistance was felt. The starclose se device was removed and it was noticed the sheath splitter had carved the exchange introducer. Manual compression and a non-abbott device were used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported failure to deploy thumb advancer was confirmed. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported failure to deploy the thumb advancer, difficult to remove the device and subsequent treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.